Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose over 600mg/dl, and her blood glucose was treated with an insulin drip. It was stated that the customer was nauseous and vomiting prior to her admission. The time, and date on the device were correct. Reviewed the alarm history and found low reservoir alarms. The drive support cap appears normal. Assisted the nurse to run a manual prime and the insulin did exit. It was stated that the mother requested a replacement of the device. No further information was provided.